Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak via transcaval approach using a ruby coil, a lantern delivery microcatheter (lantern), and a guidewire. During the procedure, while attempting to advance a ruby coil through the lantern, the lantern would kick back out from the target location. Therefore, the physician decided to remove the ruby coil to be resheathed. Subsequently, while attempting to retract the ruby coil back into the introducer sheath, the ruby coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached ruby coil was removed and the coil was flushed out from the lantern. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.